Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of transient ischemic attack is a known adverse event listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a study that two days post right internal carotid artery stenting procedure the patient had left side facial drooping, drooping of the eye and slurred speech. This lasted 30-35 minutes and when the patient presented to the hospital all symptoms had resolved. Aspirin was given. A computed tomography (CT) of the head showed no acute intracalvarial hemorrhage or infarct. This was diagnosed as a transient ischemic attack. The patient was readmitted to the hospital for further evaluation and observation. No additional information was provided.